Event description:
Case reference number ( (B)(4) ) is a spontaneous report sent on 23-jun-2023 by a physician which refers to a 61-year-old female patient. The patient had no known medical history or allergies. No information about concomitant medications has been provided. The patient did not receive any fillers or toxins in the past. On (B)(6) 2022, the patient received treatment with 1 ml of restylane defyne (lot 19019), 0.5 ml to each side of marionette lines with an unknown injection technique and needle type for cosmetic indication. In (B)(6) 2023, the patient had experienced granuloma (granuloma skin) in the marionette area bilaterally. On 09-may-2023, the hcp had started treating the complication with 60 units of hyaluronidase [hyaluronidase] and another 60 units of hyaluronidase on 11-may-2023. On (B)(6) 2023, the hcp had surgically removed the bilateral granulation tissue from the marionette area and the healing process was ongoing. Outcome at the time of the report: granuloma was recovering/resolving. Tracking list: v.0 initial. V.1 fu received on 27-jun-2023 from same reporter. Case upgraded to serious. Patient demographics, suspect device implant location, volume, event onset date, location, severity, outcome, reporter causality and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious expected event of granuloma skin was considered possibly related to the treatment. Seriousness criteria include the need for medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.